Event description:
The user facility reported the automated impella controller (aic) was stuck in the purge menu. The biomedical engineer could not replicate the issue and noticed sticky residue on the screen. The residue was cleaned off. No patient involvement has been reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The console logs from the reported day of event are consistent with complaint and show that after the last purge cassette change, there was no purge pressure build-up, and console registered purge cassette being removed (or dislodged) followed by ¿piston blocked¿ error, and subsequent pud reset which resulted in momentary loss of pud communication. After pump and purge cassette were transferred to a backup console, the purge issue did not reproduce and support continued. During the device analysis the console was and the reported issue was not reproduced. Console¿s purge system operated within specification. The root cause of the issue was most likely use related. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report in accordance with updated procedures. E2 revised on manufacturer device report in accordance with updated procedures. F6/f8-should have been left blank on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting contact fax number was revised as it was not included on initial manufacturer device report.